Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and 31mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The physician was called into an attempted transcatheter aortic valve replacement (tavr) that was cancelled due to a clot in the appendage. An alphavac was used to remove the thrombus from the laa. Prior to starting the alphavac, st elevations were noted, and chest compressions were started. The patient stabilized and a coronary angiogram was not performed to look for air. The anatomy of the patient was extremely challenging. The 31mm closure device was attempted but was not coaxial. A transeptal puncture (tsp) was redone more anterior and another 31mm closure device was attempted unsuccessfully. The physician decided to try a non-boston scientific (bsc) closure device. Two (2) size closure devices were attempted. A small pericardial effusion formed around the appendage after multiple deployments. The non-bsc closure device was left in suboptimal position, with a large leak and side of the non-bsc closure device exposed/not touching tissue. The patient is expected to fully recover.